Event description:
As reported, the user attempted to deploy a new 8x040 smart self-expanding stent (ses) right in front of the existing stent, with a slight overlap at the tip. However, despite turning the dial very carefully to prevent jumping, jumping occurred and the stent was deployed away from the target lesion. The stent was delivered and implanted into healthy tissue due to stent jumping. The lesion was successfully treated by deploying a smart flex stent over a smart control stent to fully cover the lesion. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be clearly visible. The product was inspected and prepped as per the IFU, and no unusual observations were noted about the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was locked upon opening the package. No difficulty was encountered while flushing either the stopcock or the stent delivery system (sds). The lesion was moderately calcified with little vessel tortuosity. The locking pin was removed prior to deployment. The sds was advanced past the lesion and then withdrawn into position before deployment. The handle of the smart sds was held flat and straight outside the patient as instructed in the IFU, and there was no difficulty or resistance during deployment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1: phone # (B)(6).

Manufacturer narrative:
As reported, the user attempted to deploy a new 8x040 smart self-expanding stent (ses) right in front of the existing stent, with a slight overlap at the tip. However, despite turning the dial very carefully to prevent jumping, jumping occurred and the stent was deployed away from the target lesion. The stent was delivered and implanted into healthy tissue due to stent jumping. The lesion was successfully treated by deploying a smart flex stent over a smart control stent to fully cover the lesion. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be clearly visible. The product was inspected and prepped per the IFU, and no unusual observations were noted about the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was locked upon opening the package. No difficulty was encountered while flushing either the stopcock or the stent delivery system (sds). The lesion was moderately calcified with little vessel tortuosity. The locking pin was removed prior to deployment. The sds was advanced past the lesion and then withdrawn into position before deployment. The handle of the smart sds was held flat and straight outside the patient as instructed in the IFU, and there was no difficulty or resistance during deployment. An image was sent in for review. The fluoroscopic image shows two stents in the upper thorax/shoulder region. Stent (1), which was intended to overlap slightly with the pre-existing stent (2) failed to overlap and landed proximally to the target zone, missing the intended overlap. This is radiographically evident by the visible gap between the distal tip of stent 1 and the proximal edge of stent 2 leading to inadequate lesion coverage. The device was then returned for evaluation. A non-sterile ¿pkg assy 8x040 smart vas 80cm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation, and a kink was observed approximately 75 cm from the distal tip. The stent was found to be fully deployed and was not returned for further analysis. No additional abnormalities were noted on the inspected device. A guide wire was inserted during handling to prevent further damage. Functional analysis was performed to assess the device; however, since the unit was already fully deployed, only a simulation could be conducted. The tuning dial and deployment lever were received in their manufacturing positions. The tuning dial was rotated clockwise (as indicated by the arrow) until the distal section was completely deployed. The deployment lever was then pulled back to fully unsheathe the device. The deployment mechanism operated smoothly, with no anomalies or damage observed during dial rotation. The usable length of the stent delivery system was measured and confirmed. Dimensional analysis results were found to be within specification. The reported ¿stent delivery system deployment difficulty inaccurate placement¿ was verified through angiographic image review, which demonstrated proximal deployment of the stent with a visible gap between the newly deployed stent and the pre-existing stent, resulting in inadequate lesion coverage. Analysis of the returned stent delivery system revealed a kinked condition approximately 75 cm from the distal tip; however, no mechanical anomalies or functional deficiencies were identified during evaluation, and dimensional analysis was within specification. The kinked condition was not mentioned in the event description and is considered likely to have occurred during shipping or handling post-procedure, as no associated deployment issues were detected during simulation testing. Given that the delivery system functioned as intended under evaluation and no device-related deficiencies were identified, the event is most consistent with handling-related factors during deployment. Specifically, as noted in the instructions for use (IFU), catheter shaft slack either inside or outside the patient may result in unintended stent deployment beyond the lesion site. The exact cause cannot be definitively determined; however, the evidence suggests that procedural factors, rather than device malfunction, were the likely contributors to the reported stent malposition. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position [figure 2]. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial. F. With maintaining a fixed handle position, pull back the deployment lever to unsheathe the remainder of the stent [figure 3]. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: the stent may be deployed using two hands (¿pin and pull¿ method) by holding the proximal end of the handle stationary with one hand and sliding the deployment lever back towards the stationary hand.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the user attempted to deploy a new 8x040 smart self-expanding stent (ses) right in front of the existing stent, with a slight overlap at the tip. However, despite turning the dial very carefully to prevent jumping, jumping occurred and the stent was deployed away from the target lesion. The stent was delivered and implanted into healthy tissue due to stent jumping. The lesion was successfully treated by deploying a smart flex stent over a smart control stent to fully cover the lesion. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed to be clearly visible. The product was inspected and prepped as per the IFU, and no unusual observations were noted about the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was locked upon opening the package. No difficulty was encountered while flushing either the stopcock or the stent delivery system (sds). The lesion was moderately calcified with little vessel tortuosity. The locking pin was removed prior to deployment. The sds was advanced past the lesion and then withdrawn into position before deployment. The handle of the smart sds was held flat and straight outside the patient as instructed in the IFU, and there was no difficulty or resistance during deployment. The device will be returned for evaluation.